Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient got hospitalized due to low blood glucose on (B)(6)2024. The blood glucose level was 41mg/dl and the patient was treated with glucose tablets. No further information available.